Event description:
It was reported the pt was unable to turn his stimulation on because the amplitude auto-reduces. The pt reported the issues exists with all of his programs. F/u identified diagnostic testing exhibited invalid impedance readings on all lead contacts and the pt did not have stimulation. It was reported surgical intervention will be undertaken to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.